Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain constant frequent, burning pressure') and genital haemorrhage ('gen abnorm bleed') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hysterectomy, sulfonamide allergy and fever. Ethnicity african american. Previously administered products included for an unreported indication: codeine, sulfa and morphine. Past adverse reactions to the above products included dyspnoea with morphine and sulfa; and swelling with codeine. Concurrent conditions included fish allergy, shellfish allergy, low back pain, lower abdominal pain, hemorrhagic anemia, dysfunctional uterine bleeding, abdominal pain, right lower quadrant pain, anemia, food allergy and asthma. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("prolonged vaginal bleeding for 2 weeks/ heavy vaginal bleeding"), abdominal pain ("diffuse abdominal pain"), infection ("other infection"), burning sensation ("constatnt burning pressure") and discomfort ("constatnt burning pressure"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysfunctional uterine bleeding, vaginal haemorrhage, abdominal pain, infection, burning sensation and discomfort outcome was unknown. The reporter considered abdominal pain, burning sensation, discomfort, dysfunctional uterine bleeding, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: gen abnorm bleed, prolonged vaginal bleeding for 2 weeks/ heavy vaginal bleeding, dysfunctional uterine bleeding, menorrhagia (heavy menstrual bleeding),constant burning pressure, diffuse abdominal pain and she did not undergo an essure confirmation test. Essure implant and explant date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain constant frequent, burning pressure'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), pelvic infection ('other infection') and endometritis ('reproductive system disorder or condition type of disorder or condition: endomyometritis') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hysterectomy, sulfonamide allergy and fever. Ethnicity african american. Previously administered products included for an unreported indication: codeine, sulfa and morphine. Past adverse reactions to the above products included dyspnoea with morphine and sulfa; and swelling with codeine. Concurrent conditions included fish allergy, shellfish allergy, low back pain, lower abdominal pain, hemorrhagic anemia, dysfunctional uterine bleeding, abdominal pain, right lower quadrant pain, anemia, food allergy and asthma. Concomitant products included alprazolam, budesonide (pulmicort flexhaler), carvedilol (coreg), cetirizine hydrochloride (zyrtec r), chorionic gonadotrophin (provigil), cyclobenzaprine, diazepam (valium), docusate sodium (colace), famotidine, ferrous sulfate, fexofenadine hydrochloride (allegra), fluticasone propionate;salmeterol xinafoate (advair), levetiracetam (kepra), loratadine (lortab), lorazepam (ativan), meloxicam (mobic), methocarbamol, naproxen, omeprazole (prilosec), rizatriptan benzoate (maxalt), salbutamol, salbutamol (proventil hfa), salbutamol sulfate (proair hfa) and tramadol. In 2007, the patient experienced abdominal pain ("diffuse abdominal pain") and back pain ("back pain"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2007, the patient experienced migraine ("migraine/ headache"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("prolonged vaginal bleeding for 2 weeks/ heavy vaginal bleeding"), anxiety ("psychological or psychiatric problems condition: anxiety/depression"), depression ("psychological or psychiatric problems condition: anxiety/depression"), hot flush ("hormonal changes describe: hot flashes"), atrioventricular block second degree ("2nd degree heart block") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced constipation ("constipation") and seizure ("seizures"). In 2008, the patient experienced dizziness ("dizziness") and syncope ("syncope"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criterion medically significant), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), endometritis (seriousness criterion medically significant), genital haemorrhage ("gen abnorm bleed"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), burning sensation ("constant burning pressure"), discomfort ("constant burning pressure"), mood swings ("hormonal changes describe: hot flashes, mood swings"), anaemia ("blood or heart disorder/condition type: anemia") and atrial fibrillation ("afib"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain and anaemia was resolving, the menorrhagia, genital haemorrhage, dysfunctional uterine bleeding and vaginal haemorrhage had resolved, the pelvic infection, endometritis, burning sensation, discomfort, dysmenorrhoea, anxiety, depression, hot flush, mood swings, constipation, migraine, fatigue and seizure outcome was unknown and the atrial fibrillation, atrioventricular block second degree, dizziness and syncope had not resolved. The reporter considered abdominal pain, anaemia, anxiety, atrial fibrillation, atrioventricular block second degree, back pain, burning sensation, constipation, depression, discomfort, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, seizure, syncope and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: new events dysmenorrhea, back pain, anxiety, depression, endometritis, hot flashes, mood swings, anaemia, afib, 2nd degree heart block, constipation, dizziness, migraine, syncope, fatigue, seizures were added. Outcome of events "bleeding was updated as recovered. And anemia , pain were updated as recovering. Concomitant drugs. Patient demographic were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.